Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the analyzer failed all functional tests and was unable to communicate with a known good programmer with the virtual internet protocol. The analyzer was to be replaced and scrapped. Concomitant product: product ID 2067l radiofrequency programmer head. (B)(4).

Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.